Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 183442, lot # unknown vngd cr tib brg 12x71/75; catalog # 141224, lot # unknown biomet cc I-beam tray 75mm; catalog # unknown ,lot # unknown biomet arcom 3 peg/post. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. 5 years later, the patient underwent a revision of femur and poly due to femoral aseptic loosening.

Manufacturer narrative:
This report is being submitted to relay additional information.

Manufacturer narrative:
This report is being sent to relay additional information.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer.